Event description:
This 39-yr-old female underwent bilateral breast augmentation mammoplasty 17 yrs ago. The procedure was done at another facility, thus the MFR of the silicone gel implant is unknown to this reporting facility. The pt has reported to have developed several medical problems as well as encapsulation. She feels her asthma attacks are related to the gel implants and wishes them removed. Gross exam: both implants are ruptured and exude sticky, stringy viscous gelatinous material. The capsules show fibrosis and calcification.